Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: the black box showed no evidence of call service (cs 055) alarms. There were multiple cs 052 slave communication failure alarms observed. The pump alarmed with a call service alarm upon the first rewind attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. The pump¿s cover was removed and moisture corrosion was observed inside. The original complaint of cs 055 could not be adequately investigated due to the cs alarm during rewind. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.